Event description:
It was reported that the customer accidentally jumped into the pool while wearing the insulin pump. It was stated that the device was counting up, then it was stuck at the number two, and it was beeping continuously. The mother stated that the battery was removed, but the insulin pump counted up to five and would not go any further. Advised to let the insulin pump rest for two hours and to insert a new battery. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of moisture damage found on the electronic assembly. Further testing could not be performed due to the frozen display.